Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon was difficult to inflate when water was injected on the day of use. It was mentioned that there was no balloon rupture or tear. It was also stated that the amount of water leaked was unknown because the event was a catheter falling out. Per additional information via email from ibc on (B)(6) 2022, it was confirmed that there was no need to file an additional complaint because this was an event that resulted in the catheter falling out due to an inflation problem.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used all silicone temp sensing foley catheter. Visual inspection of the sample noted the three-way temp sensing catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leak observed. The balloon rested for 30 minutes without leaks and passively deflated without issue. The device history record review and labeling review was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon was difficult to inflate when water was injected on the day of use. It was mentioned that there was no balloon rupture or tear. It was also stated that the amount of water leaked was unknown because the event was a catheter falling out. Per additional information via email from ibc on 18feb2022, it was confirmed that there was no need to file an additional complaint because this was an event that resulted in the catheter falling out due to an inflation problem.